Event description:
Baxter received notification via maude event report regarding an interlink continu-flo solution set in which a free flow was observed. The following information was reported. On an unreported date, the patient was admitted to the hospital for iron overload. Treatment rendered was intravenous (IV) chelation therapy. On (B)(6) 2012, the interlink continu-flo solution set was primed by the registered nurse (rn) and the unspecified clamp was closed. The prescribed medication for chelation therapy was deferoxamine, 7,092 mg in nacl 0.9% 240 ml, to be infused at 295.5 mg/hr 10 ml/hr. The tubing was connected to the patient's IV access. The nurse had her back turned to the patient and heard that the patient was having difficulty breathing. The rn then called for help. A second rn came into the room and noticed that the medication was free-flowing into the patient. The medication was disconnected from the patient; the exact amount infused into the patient is unknown. However, the facility estimated that about 100 ml was infused over several minutes. A code was called and the patient received steroids and IV fluids. The patient was transferred into the intensive care unit (ICU), and blood pressure (bp) was maintained with dopamine. The patient remained in the ICU overnight. On (B)(6) 2012, the patient became stable and was transferred to the medical surgical floor. The outcome of difficulty breathing was not reported. An opinion of causality was not reported. On (B)(6) 2012, verbal and written requests were made to obtain the following additional information regarding the event: type of clamp used at the time of the event (roller, slide or both), if any damage was noted to the clamp in use, type of pump in use at the time of the event, biomedical testing results on pump in use at the time of the event if applicable, cause of free flow, lot number and sample of suspected product, any other symptoms or problems that may have occurred due to the free flow, outcome of event, past medical history and indication of continuous iron infusions and patient information.

Manufacturer narrative:
(B)(4). Additional information: this report of an over infusion - free flow was not confirmed and the cause could not be determined, as the sample was not available and the lot number was not provided. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample was requested, but is not available at this time. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.